Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided and forwarded to a depuy medical professional for review. Review of the supplied medical records confirmed medial subsidence of the tibial component and loosening of the patellar and tibial component. The patient reported a fall from his bed onto his knees. It is not known to what extent, if any, this fall may have contributed to the patient problems reported. It also it not known to what extent, if any, the reported possible avascular necrosis of the patient¿s patella may have contributed to the patient problems reported. From a medical perspective, based on the limited information available for review, it is not possible to know if the complaint is product related. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. From a medical perspective, based on the limited information available for review, it is not possible to know if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address tibial and patella loosening at both interfaces. Depuy cement was used. Tibial subsidence was also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.